Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with restricted and frail bilateral leaflets, and heart failure with left ventricular ejection fraction (lvef) of 10-15% at high risk for surgery. A mitraclip xtw was successfully inserted and deployed on the mitral valve. A second clip, a mitraclip xtw, was then inserted, positioned laterally to the first implanted clip, and grasping was performed. However, after successful grasping, a high velocity jet verified by an observed jump in left atrial (la) pressure monitoring. An echocardiogram was performed and revealed that the middle part of the anterior leaflet was perforated. Therefore, the clip was removed from the patient. The procedure was discontinued. The la pressure had improved from 75 to 44, and mr was reduced to a grade of 4. The patient was reported to be stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause the reported tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.